Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The additional evaluation visual inspection revealed that the cortex screw broke post-operative and the screw shaft remained in patients body. Since the implant was not returned for analysis, the measurable dimensions of the cortex screw could not be checked. The values were in compliance with specifications and with the international standards. Unfortunately, the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing relation condition can be excluded.

Event description:
It was reported that the screw broke during implantation. In the plate fixation surgery the screw broke and its body stayed inside the bone. In the extraction surgery the surgeon noted that the plate showed a relevant deformation. This is report 1 of 1 for complaint (B)(4).